Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by following the instructions for use which states in the following to contact olympus incase leakage is detected: reprocessing manual_ leakage testing of the endoscope_ perform the leakage test caution: if you identify a leak during leakage testing, remove the endoscope from the water with the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope showed error messages during reprocessing. There was no report of patient harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: the nozzle was clogged with foreign material resembling a seed due to insufficient reprocessing.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. In addition to evaluation in b5, due to wear of scope cover packing, water tightness was lost. Air water cylinder had no color. Suction cylinder had no color. The switch button flexible circuit board had corrosion due to water leakage. Switch button 1 had a scratch. The plug unit had a crack. The scope connector case unit had corrosion due to water leakage. Cable unit had corrosion due to water leakage. Circuit board unit in scope connector had corrosion due to water leakage. The micro connector unit in scope connector had corrosion due to water leakage. Due to clogging of nozzle, air supply volume did not meet the standard value. Due to clogging of nozzle, water supply volume did not meet the standard value. The objective lens had a scratch. The light guide lens had a crack. The connecting tube was deformed. The universal cord had buckling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.